Manufacturer narrative:
(B)(4). The viper mis single inner setscrew was not returned to the customer quality unit for evaluation. A device history record review could not be conducted as the lot number is not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the viper inner setscrew we are unable to confirm the reported issue or identify the root cause. As the reported issue cannot be confirmed, no further complaint action is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t11-l4 spinal fusion; dr (B)(6) hospital (B)(6) 2018. Sets screws burred in a cfx screws. Nil adverse outcomes reported. Unknown_spd= product code 186715009 - set screws x 2 discarded.